Event description:
The customer reported that the system produced 'overload fault' error messages. This error will result in an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A displaced screw found in the high voltage tube head was concluded to be the cause of the errors. The system was tested and found to be working as intended and returned to service.